Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator is delivering an abnormal tidal volume. The customer reported the device was in use, but there was no patient harm reported